Manufacturer narrative:
(B)(4) d10: medical product: nexgen articular surface size gh 12mm height: catalog#00596204212, lot#63805928; nexgen stemmed tibial component precoat size 6: catalog#00598004702, lot#63907567. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis as the product remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately eight (8) years post-implantation, the patient began to experience patella pain and underwent a resurfacing procedure of the native patella. A patellar implant was implanted and the articular surface was exchanged without complication. All available information has been provided.